Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2011, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced shocking/jolting sensation several months prior to the report when he felt a shocking sensation when using a drill and felt as if the site where the ins was located heated up. The patient never saw his hcp (health care professional) after event to report.